Event description:
The patient was complaining of pain post-op and after investigation via the surgeon, he determined the femur had cracked. The surgeon decided to replace the femoral stem which he felt resolved the issue. There are no x-rays available and the surgeon does not feel this was a device related issue rather a surgical technique issue. On (B)(6) 2014: once the surgeon opened the patient to do the revision, he made the decision to not remove the femoral stem. He didn't feel that the fracture was severe enough to change the stem. He felt there would be no patient harm by leaving the stem in place. Reference MFR # 3005180920-2014-00058.